Event description:
Additional information received from the patient's son reported that the patient seemed to be getting good control of her parkinson's symptoms. When her device was turned off the symptoms returned, so he knew it was working. The patient's son stated that it was her shoulder pain that was not being treated appropriately. It was noted that the patient had been referred to (B)(4), but did not have an appointment yet.

Event description:
It was reported that the patient fell a week ago and her shoulder "hurt a lot" and she experienced a return of symptoms. It was later reported that her shoulder hurt after her implant surgery two weeks ago, but the implanting doctor said there wasn't anything he could do for her. The pain went from the chest to her lower left arm. The patient had been instructed not to make any changes with the programmer so she had not tried turning stimulation off or turning stimulation down. The patient was looking for a new hcp as she was concerned that her current hcp didn't know much about the device. It was noted that the hcp did check the ins incision site from this surgery and everything looked ok. It was later reported that the patient was in a lot of pain, was given vicodin, and sometimes felt like she was going to die. The patient had an appointment scheduled for (B)(6) to be programmed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251; serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3389-40, lot# j0546518v, implanted: (B)(6) 2006, product type lead; product ID 3389-40, lot# j0537708v, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information received reported that there was no event. It was noted that the lead extension bothered the patient. It was noted that impedances were normal. It was noted that the patient did not require hospitalization as a result of the event. It was noted that the patient had deep brain stimulation (dbs) placed (B)(6). It was noted that the health care professional replaced the stimulator. It was noted that the patient was frustrated because of progression of the patient¿s disease. Information previously reported in manufacturing report # 3004209178-2013-14919.

Manufacturer narrative:
(B)(4).